Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose (bg) was about 500 mg/dl. High bg was because customer had missed insulin therapy due to not having a backup supplies, reportedly supplies have arrived and customer continued insulin therapy successfully. Customer replaced the cartridge and continued insulin therapy.